Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. The puncture site was reported to be below the bifurcation (represents a warning in the duett pro instructions for use). Following the deployment, the pt experienced loss of pulses and blanching in the affected leg. An occlusion was diagnosed and treatment consisted of surgical intervention. The event was resolved with no further complications reported.